Event description:
It was reported by svc report that the siderail could not be latched and siderail weld was broken, exposed sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
The siderail assy part# 0785-011-040 is on order and will be installed once its received.